Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Six days post filter deployment patient presented with shortness of breath. Subsequent computed tomography (CT) chest revealed the presence of acute right lower lobe pulmonary embolism. Eight days later, venogram revealed that there was continued angiographic improvement with a small amount of residual clot within the vena cava filter. Approximately one month later, bilateral lower extremity venogram revealed thrombus within the inferior vena cava essentially at the level of filter extending into iliac vein bilaterally. Eventually one year and eleven months later, xr-abdomen kidney ureter bladder revealed the inferior vena cava filter in its expected configuration. Around eleven months later, computed tomography (CT) demonstrated the apex/tip of the filter had tilted to the left with the apex abutting the left posterior wall of the inferior vena cava at this level. The tip of the filter was located about 1.1 cm below the origin of the left renal artery. Therefore, the investigation is confirmed for filter tilt. Additionally, it can be confirmed that the patient experienced pe post deployment and thrombus at the level of the filter. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. At some time post filter deployment, it was alleged that the filter tilted and the patient was reportedly diagnosed with thrombus at the level of filter and pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.